Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 21 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds on (B)(6) 2016. Analysis indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Analysis indicates oversensing due to non-physiologic signals/sic (sensing integrity counter), 1589 v-sics since last session 5.3 hours ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. 26 inappropriate shocks were delivered on (B)(6) 2016 due to non-physiological oversensing.

Event description:
It was reported that the patient received twenty three inappropriate shocks. The right ventricular (rv) lead exhibited high impedance, noise, and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.